Manufacturer narrative:
The customer resolved the reported error, and cancelled the service call. No report of pt or staff injury was reported. No further info is available.

Event description:
The customer reported that the 9900 system failed to boot up. No pt injury was reported.